Event description:
It was reported that during a laparoscopic cholecystectomy procedure, after firing the clip on the cystic artery, the clip came off and bleeding was noted. The amount of bleeding was unknown and no blood transfusion was required. The clip was found in the abdomen and was noted to not be closed all the way. This occurred on approximately the 4th or 5th firing. A cholangiogram was performed during the procedure. No additional information is available. Another device was used to complete the procedure. There was no patient consequence.

Manufacturer narrative:
(B)(4) information is unavailable. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis.